Event description:
No additional information received material #:309653 batch#: 3299568 it was reported by customer that they noticed some white residue on the 50ml syringe. Verbatim: (B)(6) was making a dose of IV acetaminophen and noticed some white residue on the 50ml syringe. It seems to be on the rim of the black part of plunger as well as the side of the plunger. Additional information: 1.please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.)? ¿ please send RMA and mailer label to (B)(6), senior supply chain coordinator, (B)(6). 2.did the event directly, or indirectly involve a patient or user? Product defect events slowed down a processing step for the clinician. 3. Please confirm the number of occurrences: two as previously reported.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported there is some white residue on the 50ml syringe. To aid in the investigation, two samples and an opened packaging blister were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. One syringe has lubricant at the stopper and between the stopper ribs. The amount observed is considered acceptable. The lubricant is medical grade and applied to the syringe rubber stopper and the inner wall of the syringe barrel. The second sample has damage to the ribs of the syringe plunger rod. No other defects or imperfections were observed. The plunger rib damage could occur if there is a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 3299568. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #:309653. Batch#:3299568. It was reported by customer that they noticed some white residue on the 50ml syringe. Verbatim: montana was making a dose of IV acetaminophen and noticed some white residue on the 50ml syringe. It seems to be on the rim of the black part of plunger as well as the side of the plunger. Additional information: did the event directly, or indirectly involve a patient or user? ¿ product defect events slowed down a processing step for the clinician. Please confirm the number of occurrences. ¿ two as previously reported.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.